Manufacturer narrative:
The technician found the side rail has a broken side rail slide bracket. The technician replaced the side rail slide bracket to resolve the issue.

Event description:
The technician alleged that the side rail will not raise. No patient impact.